Event description:
I am using the playtex embrace double pump breast pump system and have experienced an injury to my breast. My nipple has begun to separate from my areola. I have seen my hospital's lactation consultant, and she feels this is due to the cup inside a cup holder system that playtex used in their pump. This system creates a lip inside the cup where the nipple is pulled and released back and forth over this lip and in my case has created the separation of my nipple from my areola. I will be discontinuing use of this product and sending a letter from my lactation consultant to the playtex co explaining the problem and requesting a refund. When I began using this pump, I was double pumping and using the second or third level of suction. It has adjustable suction levels. There are 5 levels of suction. When I did this, I noticed I was getting abrasions on my breast in the shape of the flower design that is on the inside cup of the pump. This problem subsided when I stopped double pumping and only pumped one breast at a time and kept the suction at its lowest level. But I am not able to heal my current injury while using this product. Dates of use: approx three months in 2007.